Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to high pacing thresholds. Additional information indicated that the cause for high threshold was unconfirmed as lead insulation looked normal and x-ray did not show any abnormalities. This lv lead is no longer in service. No additional adverse patient effects were reported.